Manufacturer narrative:
Date of event is unknown; (B)(6) 2020 was reported. Product is not available for evaluation. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. The product IFU states the following: do not exceed 300mmhg pressure. Over pressurization of set resulting in leaking. 3m¿ will continue to monitor.

Event description:
A hospital reported during a surgical procedure blood was being administered with use of 3m¿ ranger¿ fluid warming set, high flow (model 24355). The anesthesiologist flushed the line with a syringe causing the flat filter in the tubing to crack. Blood leaked from the tubing; no exposure to staff members in the room. No injury was reported.